Event description:
It was reported that a laparoscopic robotic nephrectomy was performed on (B)(6) 2015 and no issues were noted with the function of the device. It was noted there was approximately 50cc of blood loss during the initial procedure and eight white cartridges were used. The patient was brought back for a reoperation due to bleeding on (B)(6) 2015. The bleeding was found to be from one of the staple lines and the surgeon noted the staple line was disrupted on the gonadal vein. No buttressing material was used. The patient is still in the hospital. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what structures were stapled upon in initial procedure? Is it the surgeon¿s typical practice to staple the gonadal vein? Were any issues with staple form or bleeding during initial procedure? What is meant by staple line was ¿disrupted¿? Was the bleeding through the staple line or proximal to staple line?